Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide kinked during use.

Manufacturer narrative:
(B)(4). The customer returned a cvc kit containing a spring wire guide (swg) within its advancer tubing, ars with introducer needle, 1-l catheter, and lidstock for evaluation. Visual inspection of the swg revealed two kinks and one bend in its body. The j-bend was misshaped. Microscopic examination of the swg confirmed the kinks and that both welds were in place. The kinks in the swg body were measured at 362 mm, 380 mm from the proximal weld. The bend in the swg body was measured at 33 mm from the proximal weld. The total length of the swg measured 603 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.800 mm which is within specifications of 0.788-0.826mm per swg graphic. The swg was inserted into the returned ars, catheter, and 18 ga introducer needle to functionally test. The swg passed through all three with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in removing wire guide or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire multiple kinks in its body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the spring wire guide kinked during use.